Event description:
Information was received from the patient¿s friend or family member about a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had a loss of therapy and return of symptoms since (B)(6) 2017. It was reported that the patient was drugged up during their initial programming session where they got four programs, but it was reported that it was effective for their pain. It was noted at that time, that they would need to adjust the settings based on position. It was reported that the patient was then reprogrammed at a later date, after which the patient had not gotten pain relief like they had. It was reported that the patient had to feel extreme pulses in order for it to even ¿touch the pain¿. It was also reported that in group e shoots down their leg which was not where the patient was suppose to feel stimulation. It was reported that the thoracic area was the intended area of relief/stimulation and they were having difficulties controlling the pain there. It was reported that that their normal manufacturing representative was out of town and a different representative they contacted stated that they did not cover the area. It was noted that the patient had gotten 90 percent relief from their trial. It was also mentioned that the patient had extreme fatigue since about two to three days ago (B)(6) 2017. They mentioned that they couldn¿t move and were weak as well. It was advised that the patient follow-up with their healthcare provider to address programming options and their symptoms. The reporter mentioned that they may got to the emergency room for the patient¿s fatigue. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.